Event description:
Consumer received burns to her hand from the water in the humidifier. She has blisters on her fingers. The water sloshed over the side of the cup. Consumer was walking with the unit full of water which is contrary to proper use instruction.